Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during training the user was unable to turn and attach the ilet connector when trying multiple connectors with a filled cartridge, though the connector could be turned when no cartridge was installed and when an empty cartridge was used; after filling that specific cartridge with insulin, the cartridge inserted and the connector attached successfully, and training was completed. Symptoms included no adverse effects and no change in blood glucose, as the user had not started ilet therapy. Outcomes included resolution of the attachment difficulty and completion of training without clinical impact. Investigation included guided troubleshooting to isolate the connector-cartridge interface by testing with no cartridge, with an empty cartridge, and then with a refilled cartridge. Investigation of this case revealed that the difficulty was due to resistance at the connector when a particular filled cartridge was used, which resolved after reinserting and securing the same cartridge, indicating a transient fit or alignment issue involving the connector and cartridge components. It was concluded, based on previously established findings for similar reports, that the cause was user technique and seating/alignment of the cartridge-connector interface.